Manufacturer narrative:
Performance data were collected from the device and analyzed. A power on reset (por) occured for write to locked random access memory on (B)(6) 2012. There was one patient alert for por on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power on reset occurred on the device. The device was reset and remains in use. No patient complications have been reported as a result of this event.